Manufacturer narrative:
Date of birth was not provided. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted. : placeholder.

Manufacturer narrative:
Device failure related to patient condition. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported having to change the intraocular lens (iol) planned due to a high dense cataract. As a result of the high dense cataract, the phaco mode time was extended leading to a longer period in the eye. The surgeon opted to not use the planned iol and performed a vitrectomy procedure requiring one suture. Through follow up, the surgery center indicated that during the procedure there was a 30 minute delay to complete the case. The patient experienced some swelling and the patient outcome is expected well. The surgery center emphasized there was no issues with the amo system or iol product. The surgery center indicated the vitrectomy was due to the eye anatomy and the phaco product was not a suspected product.